Manufacturer narrative:
Impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and implant volume loss diagnosed via ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and implant volume loss diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as surgical damage and observed delamination total of the valve (adhesive failure) additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.